Event description:
Patient tested on the suspect device with an inr result of 1.8. The lab inr was 2.9. A month earlier, the same patient result on the device was 7.0 inr and the lab was 4.7 inr. Level one control was out of range on event date 6/8.